Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as skin breakdown under one of the electrodes that is red with dents. The patient¿s nurse¿s aid applied neosporin to the area. Outcome of the wound is unknown as follow up attempts were unsuccessful.